Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: five samples and two photos of 5ml luer-lok syringes (301027) batch 0091611 were received and evaluated. One photo shows the box label with all applicable product information including material and batch numbers, and expiration date. The other image shows the plunger rod with an acceptable amount of silicone on the stopper. Three loose samples were found to have an acceptable amount of silicone visible on the stopper. Two of the syringes were found to have silicone stringing between the stopper and the roof of the barrel from an excessive amount of silicone on the stopper. Ftir analysis confirms the material to be silicone used in the manufacturing process. The condition observed is non-conforming per product specification. A device history review was conducted for lot number 0091611. All visual inspections were performed as per requirement with one quality notification related to the complaint defect. Batch 0091611 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that oil-like foreign matter was found on the plunger of the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "the syringe has an oil on the plunger... The customer feels this residue on the syringe will affect the results of their analysis and does not want to use this product."

Event description:
It was reported that oil-like foreign matter was found on the plunger of the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "the syringe has an oil on the plunger. The customer feels this residue on the syringe will affect the results of their analysis and does not want to use this product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.